Manufacturer narrative:
MDR 1219913-2020-00621 was filed on 08-dec-2020 for a discordant, high advia centaur xp ca 19-9 result on a patient. 10-dec-2020. Additional information: siemens has concluded the investigation. There is no indication of a cancer diagnosis with this patient and the physician accepted the alternate ca 19-9 lower result. All quality controls (qc) results with ca 19-9 were within acceptable ranges. The customer was not able to provide a list of medications/supplements the patient was taking. There is no sample that can be sent to siemens for further evaluation. The sample separator tube(s) used are manufactured in china. The patient sample was not treated with heterophilic blocking tube (hbt). The expected values section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU) (10629843, revision h, 2019-011) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The instruction for use (IFU) under the limitation section states the following: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results. Based on the information provide, the cause of the discordant, high advia centaur xp ca 19-9 result is unknown. However, siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. A product problem was not identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, high advia centaur xp ca 19-9 result on a patient. Quality control (qc) results were within acceptable ranges when the incident occurred. Siemens is investigating. The instructions for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results."

Event description:
A discordant, high advia centaur xp ca 19-9 result was obtained on a patient sample and the reported result was questioned by the physician. The sample was repeated on the same advia centaur xp system, resulting high. The patient sample was tested on an alternate ca 19-9 test method, resulting lower. The lower ca 19-9 result agreed with the patient's clinical picture and accepted by the physician as the corrected result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant high advia centaur xp ca 19-9 result.